Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose level was not provided. Reportedly, the customer reverted to an alternate method of insulin therapy.